Manufacturer narrative:
Additional information was received that the patient is doing fine with the replacement lens. The replacement lens was the same model and same diopter as the original lens. Visual inspection was not performed as the lens has not been returned to the manufacturer. Lens was discarded by the surgery site. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the pcb00 unit was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the pcb00 units. Based on the manufacturing records review, labeling review, and historical complaint search there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) was faulty and it was phacoed out, explanted from patient's right eye. Additional information stated the pcb00 lens was phacoed out which means it was cut and sucked into phaco machine. Therefore, it cannot be returned. No further information was provided.